Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The battery pack and the battery charger were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a "precharge error". The error remained after repeated attempts at reinitializing rendering the system non-operational. There was no adverse patient involvement reported. There was no patient information reported.